Event description:
The patient contacted lifescan alleging that their one touch basic enhanced meter was reading inaccurately low. The medical affairs specialist attempted to reach the patient by phone, but the phon number provided was a wrong number. A letter was sent to the patient. The mas spoke with the patient in 2005. The patient obtained a result of "lower than 70" after feeling dizzy. The previous reading had been "normal". The patient ate food and drank juice following use of the meter and took their oral diabetes medication: actos and glyburide. They went to the doctor's office because they had obtained low meter readings. They stated that they sometimes feel dizzy. A result of 180 mg/dl was obtained on the doctor's meter. At the same time, a reading of 118 mg/dl was obtained on the reported meter. The doctor increased the patient's dose of actos and glyburide. The patient tested after feeling dizzy. They continued their usual diabetes treatment regimen and took juice and food to eat. The patient may have experienced hypoglycemia before testing with the meter; however, there is no indication that the product contributed to their experiencing hypoglycemia. The customer care representative (ccr) discovered that the patient was not cleaning the meter according to the owner's manual. The ccr walked the patient through cleaning the check strip and conducting a check strip test; the result failed. The ccr walked the patient through a second check strip test after cleaning the meter and the result failed. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.